Event description:
On (B)(6) 2011, olympus biotech pvg learned of adverse events from a surgeon in (B)(6). The surgeon stated that although he had successfully utilized op-1 products in the past, the irb with which he was affiliated had decided to no longer approve use of op-1 products, as pts who had received op-1 products experienced seromas and inflammation. No further information was received. This MDR will serve as an aggregate report pending receipt of additional information.